Manufacturer narrative:
The grafts were not received for evaluation. A review of the DHR could not be completed as no lot information was provided by hospital. Due to hospital policy on patient privacy, no more information will be provided. There was no information or trend identified that indicates that the issue is graft related. A root cause cannot be conclusively determined based on the available data, but it most likely is due to patient's previous clinical history, or hospital procedure as the graft was implanted into an infected field. Lemaitre clinical advisor stated because the graft was implanted into an infected field, unfortunately this type of outcome could be expected with any conduit used in this situation due to the nature of the disease. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
Six months after implantation of a self-constructed bifurcation made of 2 artegraft, patient died after suffering after a blowout. Patient was admitted to another hospital with sudden, severe abdominal pain with tachycardia 140 bpm, nausea and vomiting. CT-scan was performed which showed rupture of a saccular aneurysm, just cranially from the iliac division. No treatment options were deemed available, after which the patient passed away quickly. No technical difficulties were noted during the procedure and anastomoses were completed without complications. Adequate hemostasis was achieved intraoperatively and no adjunctive materials were used. A blake drain was left behind in the surgical field to monitor hemostatic status postoperatively. Also, the patient was treated with clopidogrel preoperatively and postoperatively, but the clopidogrel was temporarily discontinued prior to surgery. The original procedure for the implantation of the 2 artegraft devices was to replace a dacron graft in an infected field. Prior to implantation, the field was rinsed with pulse lavage but complete cleaning of infected fields could not be guaranteed, which is a well-recognized limitation in vascular surgery. Proximal anastomosis was to the native infrarenal aorta. Distal anastomoses were to the external iliac artery on the right, and the external iliac artery (jump) on the left. Around one month before the adverse event, pet-CT demonstrated mildly increased uptake around the aortic bifurcation, which was considered of limited significance. Increased fdg uptake was also observed in the lungs. Laboratory testing showed an elevated crp level (70 mg/l) and leukocyte count (11.8 × 10/9 l). Duplex ultrasound did not reveal any intra-abdominal fluid surrounding the prosthesis. Because the patient was experiencing pulmonary symptoms, including coughing, it was decided to repeat the laboratory tests within two weeks. Additionally, a CT-scan was scheduled. The patient suffered this adverse event before these could be performed.